Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total abdominal hysterectomy with salpingectomy on an unknown date and suture was used to close the rectal sheath. During the procedure, the needle snapped in the needle holder while pushing through tough fascia. The two parts to the needle were immediately identified and was found straight away. The needle pieces were removed. The surgeon continued to close the abdomen with another suture. The surgeon stated a large needle holder was used to stitch due to the patient having a tougher fascia and demonstrated the jaws would span more of the curved suture. There were no adverse patient consequences reported. No additional information was provided.